Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor is out of calibration and the force sensor resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, the pump did not recognize the cartridge and dispensed fluid during the load step. Evaluation revealed that the force sensor is out of calibration and the force sensor resistance measurement is out of specification. There was evidence of contamination observed on the force sensor assembly. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.